Manufacturer narrative:
The customer contacted a siemens customer service engineer (cse) and it was determined that the prothrombin time-extended clot time test (ptx) international sensitivity index (isi) value was incorrect in the ca-560 analyzer software for the dade innovin prothrombin lot 539388. Further investigation determined that the customer has been using the incorrect isi value since (B)(6) 2009. The isi setting was 1.06 and should have been 0.95. The customer performed a lookback to (B)(6) 2016 to determine if the change in isi value would have significantly changed any patient results released since that time. The customer determined that only three patient samples were run on ptx since (B)(6) 2016 on the ca-560 analyzer. All three patient samples were initially reported as a >10 inr (using the incorrect isi value) and the corrected results for all three was >10 inr (using the correct isi value). The customer updated the isi value in the software to its correct setting of 0.95. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A customer reported that the calculated international normalized ratio (inr) on a patient sample did not match the inr run on the ca-560 analyzer using the prothrombin time-extended clot time test (ptx). Customer was using the incorrect ptx international sensitivity index (isi) value in the analyzer's software settings since (B)(6) 2009 and with several lot numbers since that time. There are no known reports of patient intervention or adverse health consequences due to the discordant high inr results.